Manufacturer narrative:
Returned for evaluation was one smartport with catheter tubing. As received, the customer only returned the approximately 6cm of catheter tubing attached to the port outlet tube. The customer did not return the remainder of the fractured/split catheter tubing with the sample. Bio material was noted to the inside of catheter tubing and port septum. The customer's reported complaint description is confirmed for fracture of the catheter tubing. The catheter fractured approximately 6 cm from the port. The oval/squashed appearance suggests a flex failure due to repeated pinching/crushing. The likely root cause of the catheter fracture is pinch-off syndrome. The rest of the catheter was found to be normal in appearance and measured within specification. Pinch - off syndrome is an anticipated procedural complication. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use, which is supplied to the user with this catalog number, contains the following statements: contraindications · catheter insertion in the subclavian vein medial to the border of the first rib, an area which is associated with higher rates for pinch-off. Potential complications: use of an angiodynamics port system involves potential risks normally associated with the insertion or use of any implanted device or indwelling catheter including but not limited to: these complications are well documented in literature and should be considered when a venous access device is utilize; catheter disconnection or migration; catheter embolization; catheter fragmentation; migration;; right arterial puncture. Precautions: to avert device damage and/or patient injury during catheter placement: avoid accidental device contact with sharp instrument and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps. Do not use the catheter if there is any evidence of mechanical damage or leaking. Avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen(s). Carefully follow the connection technique given in these instructions to insure proper catheter connection and to avoid catheter damage. Warnings: maximum pressure recommended for power injection of contrast media with the smart port CT implantable ports is 300 psi and a maximum flow rate of 5ml/sec. Pinch-off syndrome: pinch-off syndrome signs may include difficulty in aspirating blood, resistance to flushing or infusion of medications or fluids that improves with position changes, infraclavicular pain and/or swelling with catheter flushing or infusion palpitations, sudden onset chest pain, cardiac arrhythmias, extra heart sound, chest wall swelling at the port pocket, vein insertion site, pain in shoulder or port area not associated with swelling, cough, paresthesia of arm on side of catheter withdrawal occlusion or swishing sound with catheter flushing. Warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
An angiodynamics territory manager reported an issue with a 8fr smartport catheter. When flushing the port,the treating nurse encountered difficulty, so the provider "flushed it hard" and the patient felt a "pop" in her chest. The patient reported that the port was not working as intended approximately a month after the "pop" to her physician. The doctor removed the catheter/ port and discovered that the port catheter was frayed. Follow up by the provider noted the catheter had fractured inside of the patient and a portion of the catheter had been retained in the patient's svc/right atrium/right ventricle. The catheter fragment was successfully removed in a follow up procedure with no complications. It was indicated the port was replaced with a new of the same device at a later date. The patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident. The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress.